Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis event. Blood glucose level was 460 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin through syringe. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.